Event description:
On (B)(6) 2023, a patient (pt) in brazil reported irritation, redness, burning sensation, and eye pain while wearing acuvue® oasys® brand cls in the left eye (os) starting in (B)(6) 2022. The pt reported the symptoms continued and inserted a cl from a new box purchased in (B)(6) 2023. On (B)(6) 2023 the pain, swelling, and irritation became worse, and it was difficult for the pt to open the os. The pt was examined by an eye care professional (ecp) at a hospital emergency room (ER) and was diagnosed with os corneal ulcer. The pt was prescribed systane and zimar (gatifloxacin) eye drops 1 drop every hour for 2 days, then 1 drop every 3 hours for 2 days, then 1 drop every 6 hours for 3 days for a total of 7 days. The pt was also prescribed lacrifilm lubricating drops to use as needed and was advised to discontinue cl wear for 30 days. The pt also used cold compresses. The pt returned to the ecp 10 days after the initial visit and advised that the ¿superficial lesion¿ was ¿healed¿ and was cleared to resume cl wear after an additional 20 days (30 days total). The pt reports a replacement schedule of ¿3 weeks max,¿ does not sleep in cls, and uses renu to clean cls. On 17feb2023, additional information was received from the pt via social media website. The pt provided 2 images of a red eye. The pt provided an image of an ecp note dated (B)(6) 2023: pt complaining of os pain beginning around 2100h, denies allergies exam: foreign body sensation, used cl for 12 hours. Conjunctival hyperemia, 2 areas of 1mm paracentral staining, nasal with adjacent infiltrate, ¿without no particular conduct.¿ instructed pt on dx and care, suspend cl wear, prescribed lubricating drops and antibiotic every hrs. Return for evaluation in 48 hrs. Recommend 2 days away from work. Pt was prescribed zimar (gatifloxacin) eye drops and systane eye drops. On 22feb2023, additional information was received from the pt via email. The pt advised the lot number of the os suspect product was discarded. Purchase receipt for the lenses dated (B)(6) 2023. Purchase receipt dated (B)(6) 2023 for systane, zymar and dipirona. Purchase receipt dated (B)(6) 2023 for lacrifilm. The exact date of the initial event was not provided and will be estimated as (B)(6) 2022. The lot number of the suspect product is unknown. The suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.